Event description:
It was reported that during a lap chole procedure, the device was inserted into the trocar and the bag deployed as normal. However when trying to retract the bag with the plunger, it was stuck and would not move. The surgeon had to enlarge the incision to remove the trocar and the bag without the specimen in it. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 06/03/2008. Instrument a: damaged bullet. Evaluation summary: the pouch device (a) was received in good condition. The device had been fully deployed. The support arms were inside the tube and were in good condition. However, upon disassembly, the instrument was noted to have one of the legs on the bullet bent, therefore not allowing the proper advancement and retraction of the push pull rod. The bag was not returned for analysis. The pouch device (b) was received in good condition and in its sterile package. The instrument was deployed and no anomalies were noted during firing. The bag was able to be cinched and the push pull rod removed as intended. The support arms were inside the tube and were in good condition. The pouch device (c) was received in good condition and in its sterile package. The instrument was deployed and no anomalies were noted during firing. The bag was able to be cinched and the push pull rod removed as intended. The support arms were inside the tube and were in good condition. The pouch device (d) was received in good condition and in its sterile package. The instrument was deployed and no anomalies were noted during firing. The bag was able to be cinched and the push pull rod removed as intended. The support arms were inside the tube and were in good condition. The pouch device (e) was received in good condition and in its sterile package. The instrument was deployed and no anomalies were noted during firing. The bag was able to be cinched and the push pull rod removed as intended. The support arms were inside the tube and were in good condition. The pouch device (f) was received in good condition and in its sterile package. The instrument was deployed and no anomalies were noted during firing. The bag was able to be cinched and the push pull rod removed as intended. The support arms were inside the tube and were in good condition. The pouch device (g) was received in good condition and in its sterile package. The instrument was deployed and no anomalies were noted during firing. The bag was able to be cinched and the push pull rod removed as intended. The support arms were inside the tube and were in good condition. The pouch device (h) was received in good condition and in its sterile package. The instrument was deployed and no anomalies were noted during firing. The bag was able to be cinched and the push pull rod removed as intended. The support arms were inside the tube and were in good condition. The pouch device (I) was received in good condition and in its sterile package. The instrument was deployed and no anomalies were noted during firing. The bag was able to be cinched and the push pull rod removed as intended. The support arms were inside the tube and were in good condition. The pouch device (j) was received in good condition and in its sterile package. The instrument was deployed and no anomalies were noted during firing. The bag was able to be cinched and the push pull rod removed as intended. The support arms were inside the tube and were in good condition. The devices were disassembled for further analysis. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.